Event description:
Same case as MDR ID 2134265-2014-05612. It was reported that during percutaneous coronary intervention (pci) procedure, guide wire fracture, dissection and patient death occurred. The target lesion was located in a circumflex artery. A 1.25mm rotalink burr sheared off the tip of the 330cm rotawire floppy wire. A dissection of the circumflex artery occurred and the patient expired.

Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).